Manufacturer narrative:
Pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify charge/battery lasts less than expected due to blank display. Pump received with moisture damage motor, vibrator and battery tube assembly. Pump received with broken battery tube threads.

Event description:
The customer reported via phone call that the insulin pump submerged it the water. The customer¿s blood glucose level was 290 mg/dl. Customer went to swimming pool. Customer stated that the crack in battery housing and batteries was draining fast. Troubleshooting was performed. The insulin pump will be returned for analysis.